Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that on an unknown date it was discovered that a color coding depth chart for calibrated drills did not match the color coding on the calibrated drills. The drills were swapped. No additional information is available. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.

Manufacturer narrative:
After further review by post market risk manager, this event has been deemed non-reportable. Placeholder.